Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported patient with left side textured implant. Healthcare professional later reported left side 'silicone leak.' The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported patient with left side textured implant. Healthcare professional later reported left side 'silicone leak.' The device has been explanted.